Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's cable connector was broken. The generator has not been received into service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; the output connector assembly was broken. The display wire was pinched, but the insulation was not compromised. It was also found that one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.